Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for explant of an implantable cardioverter defibrillator due to infection. No further information was available.

Event description:
Additional information received noted the patient was in stable condition before, during, and after the procedure.